Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was noted that the up, down and ok buttons were under responsive to user presses. It was also noted that there was moisture found behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the pump was returned with moisture in the pump. A leak test was performed and failed indicating a bolus button leak from a tear on the button cover. All the keypad buttons responded appropriately. The tactile complaint was unable to be duplicated. There was no physical damage on the keypad and when the keypad was removed and there contamination found. When the pump was opened there was moisture found on internal components.